Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an adverse event occurred. On (B)(6) 2023, the patient felt dizzy while watching television so his wife checked his receiver and stated it was not working (not turning on because it would not hold a charge) at that time so she took a blood glucose reading at 10:00 pm which was over 600 mg/dl. The wife treated the patient with 20 units of insulin and waited for an hour. Then she took another blood glucose reading at 11:00 pm which was still over 600 mg/dl. The wife took the patient to the hospital and they arrived at the hospital at 11:20 pm. The nurse attended and did triage at 11:30 pm. They took a blood glucose reading which was over 715 mg/dl. The patient was then transferred to a private room where the doctor check up on him. The patient was treated with insulin and IV medication. At 4:00 am the following day, the nurse took another blood glucose reading which was 250 mg/dl. The patient was discharged from the hospital on the 24th of march before lunch time (less than 24 hours hospitalization). At the time of the report the patient was stable. No product or data was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.

Event description:
Product was provided for investigation. An exterior visual inspection was performed and passed. The receiver was charged and successfully booted. Functional tests were performed and passed. A discharge test was performed and passed. The receiver log was downloaded and reviewed finding errors related to the complaint. The receiver was not charging and found that it would not turn on in log entries. The allegation was confirmed via product. The probable cause could not be determined via product. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).